Event description:
Other device in use- .038 145cm tsk cook wire manifold system. As noted there wsa no injury - due to the potential for injury to the femoral artery, report being filed. The cather was inserted via right femoral artery, attached to the manifold system - once there was no torque noted. The catheter torqued twice to entire right coronary artery - no control or torque noted. Right iliac visualized and several kinks noted in catheter. Unable to straighten-removal via right femoral artery. Second catheter inserted-functioned properly. (Note: #38 difficult to find correct code-catheter still kinked)device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.